Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing were performed and passed. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. Functional testing were performed and passed all relevant tests. The log was downloaded for review finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a danged battery. No injury or medical intervention was reported.